Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site #14 (type 1i bone). Primary stability was achieved. Osseointegration was not achieved. The implant was removed on (B)(6) 2013.